Event description:
The customer reported getting no delivery alarms, and he changed multiple times the infusion set in the past two to three days. The caller stated that he went to the emergency room with high blood glucose. The blood glucose reading at time of call was 354mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 2032227-2013-01224.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.